Event description:
It was reported patient underwent right knee acl reconstruction procedure (B)(6) 2012 utilizing the 2.75mm suture grasper. During the procedure, the suture grasper fractured and all pieces were retrieved from the patient. Another suture grasper was available to finish the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information as lot number was received, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 general states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number/expiry date - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."